Event description:
Patient with spinal stenosis from spondylolysis and spondylolisthesis had a posterior lumbar interbody fusion with pedicle screw fixation. The nim (medtronic) probe was inserted during the surgical procedure. When the probe was removed, portions of the plastic cover were sheared off. Surgeon was aware of this, and was unable to detect under fluoroscopy any fragments retained in the patient. The patient's wound was visually inspected, irrigated and closed. The surgery team was unable to determine if there was any patient injury or retained object; none was visualized or via x-ray. The patient had an uncomplicated post-op course and was discharged home on post-op day 5 with home health services, home physical therapy and home occupational therapy. Visual examination of the nims probe shows that approximately 1 inch of blue rilsan coating is missing from the end of the probe. The edges have a sheared appearance. Manufacturer response (as per reporter) for spinal system pedicle access needle, medtronic nim spine pedicle access needle.sales representative provided a medtronic qa article citing biocompatibility evaluations on rilsan insulation coating and literature references on nylon implants to support the biosafety of rilsan if a small amount of rilsan coating is retained in a patient's body due to chipping of the coating during surgery.